Event description:
Same case as MDR ID: 2134265-2013-09703. It was reported that the rotawire separated. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 330 cm rotawire floppy and 1.75 mm rotalink plus were selected to ablate the target lesion. During platforming outside the patient, it was noted that the rotawire separated before inserting into the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual examination of the complaint unit was carried out. No visual issues were noted. A connect/disconnect test and a tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to wire guide the returned unit using a test wire guide. Resistance was met in the annulus of the burr. The burr was microscopically examined, it was noted that the annulus of the burr was misshapen and appeared to be occluded. There were no scratches that exposed any brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ and ¿complications associated with the guidewire includes distortion, kinks, and fracture¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09703. It was reported that the rotawire separated. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 330cm rotawire floppy and 1.75mm rotalink plus were selected to ablate the target lesion. During platforming outside the patient, it was noted that the rotawire separated before inserting into the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).